Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from the review, a supplemental report will be filed.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that radio frequency (rf) telemetry was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Additionally, due to the elective replacement indicator (eri) values not been set, the number zero is causing the date to show as (B)(6) 2000. This pacemaker was explanted and successfully replaced with a non-boston scientific device. No additional adverse patient effects were reported. This product was returned.